Event description:
It was reported the patient was experiencing pain located at the ipg site. Reportedly, the patient lost approximately 46 pounds since implant. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced, thus resolving the issue.